Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcb. The cse then updated the software and ran self testing. The device passed all testing. (B)(4).

Event description:
A report was received that stated an 840 ventilator experienced a malfunction with the display. This occurred during patient use. The patient was transfered to another ventilator. There was no patient harm or injury reported.